Event description:
The customer reported non-reproducible, access cortisol results for thirteen (13) patients, involving the unicel dxi access immunoassay system (serial number (B)(4)). The original patients' results were reported out of the laboratory. The customer reanalyzed the patient samples and obtained results that did not match the original patient results. The customer sent an amended report out of the laboratory. There was no report of injury or change to patient treatment associated with this event. The customer had multiple access cortisol quality control (qc) failures on the date of this event which occurred across multiple reagent packs and pipettors. The customer recalibrated access cortisol the following day and qc for all levels were within specifications. Patient samples are in serum separator tubes (sst) centrifuged at 3000 revolutions per minute (rpms) for 10 minutes at room temperature. Beckman coulter (bec) customer technical support (cts) was contacted and recommended that the customer perform a 15 replicate per pipettor precision run. All pipettors met specification individually, but pipettor 2 and pipettor 3 performed approximately 24% different from each other. A beckman coulter (bec) field service engineer was dispatched to the customer's site.

Manufacturer narrative:
The patients' age, date of birth, sex, and weight were not supplied. Service was dispatched for this event. The field service engineer (fse) performed pipettor matching. After the pipettor matching was completed, all pipettors were performing within 5% of each other. The cause of this event is the difference in recovery between the reagent pipettors. It was resolved by the pipettor matching procedure performed by the field service engineer.